Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that after receiving a replacement battery cap that the insulin pump alarmed failed battery test, and no new batteries were lasting long. The customer's blood glucose level was 370 mg/dl. The customer was unable to deliver a bolus due to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.